Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the balloon burst. There were no clinical consequence.

Manufacturer narrative:
This follow-up MDR is created to document the corrected type of reportable event, the additional date of the event, and the conclusion of the investigation. After receiving this complaint, we could not search for other complaint as the lot number is not available. Unfortunately we have not been given sufficient information to perform an investigation, and no sample available from the complainant. This complaint will be used for trend analysis. No corrective action will be implemented as the specific trend for balloon burst of this product family is considered acceptable as per the threshold.